Event description:
It is reported that a customer experienced high blood glucose of 412 mg/dl. The customer was treated for the high blood glucose with their insulin pump. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting and found that the cannula was bent. The customer was assisted with inserting a new reservoir and rewinding the pump. The customer will send the old reservoir back fro analysis. The customer's insulin pump works as designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.